Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual evaluation of the returned product identified that there is foreign material inside the sterile package along with white debris from foam shedding. The complaint has been confirmed by visual evaluation. Review of the device history records identified no related deviations or anomalies during manufacturing. The product was likely non-conforming when it left zimmer biomet control. The root cause of the reported event (foreign debris in packaging) is the operator not following the work instructions provided during manufacturing. The white foam debris is likely caused by transit damage, and would not have been present at the time of distribution. Foreign debris: this reported event falls within the scope of a corrective action, the purpose of which is to address the issue of complaints for debris in sterile packaging. This corrective action was closed successfully in october 2019, following the manufacture of the lot in the reported event. Debris from foam packaging:this device falls within the scope of a corrective action, the purpose of which is to assess all current sterile barrier systems used to package products at zimmer biomet bridgend. As part of this corrective action, the pouch is being improved to use a stronger material (nylon), and foam end caps are being added. Also, the orientation the devices are packed in the shipper box is moving from vertical to horizontal, and the thickness of the shipper box has been increased. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Report source: (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that there was debris in the sterile packaging. No adverse events have been reported as a result of the malfunction and additional information on the reported event is unavailable.